Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 28mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue delivery sheath. Transseptal puncture was posterior and inferior. The patient's activated clotting time (act) level was over 300 seconds. Seven thousand units of heparin was administered. The occluder was implanted. Two weeks later on (B)(6) 2025 the patient presented with a cardiac tamponade. A pericardiocentesis was performed. The patient status was stable.

Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade post amulet device implant was reported. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information available, the cause of reported patient effect of pericardial effusion could not be conclusively determined. Reported cardiac tamponade was cascade event of pericardial effusion. The reported unexpected medical intervention was a result of case-specific circumstances as pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 28mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue delivery sheath. Transseptal puncture was posterior and inferior. The patient's activated clotting time (act) level was over 300 seconds. Seven thousand units of heparin was administered. The occluder was implanted. Two weeks later on (B)(6) 2025 the patient presented with a cardiac tamponade. A pericardiocentesis was performed. The patient status was stable.